Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was in intensive care unit for diabetic ketoacidosis. The customer¿s blood glucose level was 800 mg/dl at the time of the incident. The customer's mother did not report any symptoms or treatment as a result of high blood glucose. Troubleshooting was not performed. The insulin pump will not be returned for analysis.